Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80-90% stenosed, 3.5x28mm, concentric, de novo target lesion was located in the severely tortuous and severely calcified left anterior descending. The lesion contained a significant bend of more than 45 but less than 90 degrees. Following pre-dilation with a 2x12 maverick balloon catheter, residual stenosis was 40%. A 3.50x32mm promus element plus drug-eluting stent was advanced for treatment, but difficulty tracking the lesion occurred and when a further tracking attempt was made, the distal strut portion lifted. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80-90% stenosed, 3.5x28mm, concentric, de novo target lesion was located in the severely tortuous and severely calcified left anterior descending. The lesion contained a significant bend of more than 45 but less than 90 degrees. Following pre-dilation with a 2x12 maverick balloon catheter, residual stenosis was 40%. A 3.50x32mm promus element plus drug-eluting stent was advanced for treatment, but difficulty tracking the lesion occurred and when a further tracking attempt was made, the distal strut portion lifted. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. E1 initial reporter first name: (B)(6). Device evaluated by MFR.: promus element plus ,mr,ous 3.50 x 32 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled in all directions. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.